Event description:
The pt was revised, due to poly wear of the patella.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not determine the cause of the reported wear. It would not be unreasonable to expect some wear after approx 14 years of implantation. The investigation did not identify a need for corrective action. Depuy considers this investigation closed. Should the product or add'l info that changes this conclusion be received, the investigation will be reopened.